Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent an emergency endovascular treatment for a ruptured aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system. Two ctagac devices were implanted just below the left common carotid artery. On (B)(6) 2024, a follow-up CT scan revealed that both devices had migrated into the aneurysm. Reportedly a proximal endoleak was also suspected. Between (B)(6) 2024, the patient underwent total arch aortic replacement using the frozen elephant trunk technique as a treatment. The exact date of the procedure is unknown. On (B)(6) 2025, a reintervention was performed, and two additional stent grafts were placed from the junction of the implanted elephant trunk graft and the proximal neck. The procedure was completed without any complications. The physician stated that tevar was selected to save the patient's life, despite being aware that the patient had a very short proximal neck. Due to the short proximal sealing zone, device migration at a later stage was considered unavoidable.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to : endoleak, migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.